Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) battery was found to be at 2.61 volts prior to implant. The device was out of storage mode. This ICD was not used and another ICD was successfully implanted.